Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient¿s (pt) urgency symptoms were still present; the pt was on program #1 since implant, then was instructed by their healthcare provider (hcp) to try program #2 and wait three weeks. The pt¿s urgency symptoms had not improved and they wanted to know if they had to wait three weeks to change their program again. The pt stated they felt the stimulation, symptom control was not 50% or better, and increased stim from 1.3 to 1.4v. The pt confirmed they felt stim and it was comfortable. The pt reported they had a brief feeling of stim down their leg but it moved to their bicycle seat area when they sat up. The pt also noted having had surgical pain for the first 2-3 weeks post-surgery, which was now gone. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a patient. It was reported that the reprogramming the manufacturer representative (rep) performed had been working a little better; the patient experienced less urgency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had an appointment coming up and that the cause was yet to be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they received a 1 year anniversary card and they were still having issues with urgency. The therapy helping with their bowels and urinating but patient still did not feel they were getting a 50% improvement. Patient thought they were getting about 20%. They went to see hcp in (B)(6) of 2016 and hcp put them on bladder pills to go along with therapy but this didn't help. They thought the hcp turned stim off in (B)(6) 2016 but currently had it turned back on. They tried all 4 programs but program 3 seems to work best. Patient tried increasing from 0.6 to 0.7 but that didn't do "as good" so they turned it back down to 0.6v. Patient indicated they had an appointment with hcp on (B)(6) 2017 at 8am. Patient mentioned in the call they spoke to manufacturer representative about this but did not know when this took place. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with their hcp on (B)(6)2017 to address the issues. The patient reported that a nurse practitioner had tried 3 different times to no avail to adjust the settings to no avail and the urgency had gotten worse. No further complications are anticipated.